Event description:
It was reported that during a lobectomy procedure, although the hand switch was kept pushing, the device's activation stopped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/15/2008. Information anticipated, but unavailable at this time.